Event description:
Reporter indicated that device diagnostics at an office visit resulted in high lead impedance. No clinical symptoms were reported. Patient had "been hit while playing basketball". The nurse did not believe the patient had experienced enough trauma to cause damage to the device. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns lead pin reinsertion surgery performed on (B)(6) 2007. The lead pin was removed, wiped off, and then reinserted back into the generator header. Diagnostics after the lead pin reinsertion were within normal limits. No devices were explanted.

Manufacturer narrative:
Date of event, corrected data: the incomplete event date was inadvertently reported on the initial MDR. The complete date is provided. Suspect medical device, corrected data: the vns lead product was reported on the initial MDR report. The vns generator is the correct product. Device manufacture date, corrected data: the correct manufacture date is provided.